Event description:
The customer reported that one of the battery pins on the battery pca was broken. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. On (B)(6) 2011, the customer reported that one of the battery pins on the battery pca was broken. There was no report of patient involvement or that the unit failed to power up. On (B)(4) 2011 the unit was evaluated at the philips andover repair bench and the failure was verified. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.